Event description:
Device 3 of 3. Reference MFR report#: 1627487-2014-05035, 1627487-2014-05036. The patient has two, 3146 leads from the same lot. It was reported an sjm representative was unable to reprogram the patient successfully so that she could receive adequate coverage. An impedance check revealed high and low impedance. The next course of action is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.